Manufacturer narrative:
Pending investigation. D10: serial number, item number, and full description. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6), 200-02-35 - three peg patella 35mm.

Event description:
As reported, the patient had other issue on (B)(6) 2014. The patient presented on (B)(6) 2014 and patient developed increased pain and tightness along the posterior thigh, calf and below the patella with weightbearing and range of motion. She felt like a rubber band was around her knee. The case report form indicates that this event is possibly not related to device, definitely not related to procedure. Outcome: resolved on (B)(6)2016.